Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that nothing is planned right now. Patient is getting satisfactory stimulation. If others electrodes continue to go out, the doctor will have to do a lead revision and replace the lead. Additional information was received from a healthcare professional (hcp). The hcp reported that pt has had numerous issues with their device. Caller stated that pt had lead migration and had a revision done. Caller stated pt is having issues again and is planning on having another revision. Caller stated that pt met with an mdt rep who found that some of the contacts/electrodes were bad on the lead and that is why pt is having another revision. Caller also mentioned that pt is not getting relief. Caller inquiredabout MRI eligibility and inquired on how to proceed with an MRI. See pe 705405356 for lead migration and revision.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead. Product ID 977a260, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the patient is going to get scheduled for a lead revision, but there is no date as of right now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on electrodes 8,9,10,11,14 are all >40,000. Cause is not known, an impedance test was done. The issue was resolved.